Event description:
It was reported by the pt an angio-seal device was used to seal the femoral arteriotomy site post cardiac catheterization. Six hours later, the pt experienced bleeding at the arteriotomy site. Manual compression was applied. Some time later, the pt experienced bleeding at the arteriotomy site again. Manual compression was applied. An ultrasound was performed and a small pseudoaneurysm was diagnosed. The pt experienced bleeding a third time from the arteriotomy site and underwent emergency surgery two days later. Exploration and repair of the femoral artery revealed the angio-seal "floating around in the pseudoaneurysm."